Event description:
Initiator reported that a comparison between the pt's surestep meter and a hcp meter was 11 mg/dl (ss) and 164 mg/dl (hcp) respectively (93% difference). No symptoms were reported. There was no allegation of harm.